Event description:
On (B)(6) 2013 I had flishie clips placed on my left and right fallopian tubes. During the surgery, the doctor, (B)(6), accidentally cut into my uterus causing quite a bit of bleeding. The pain, also referred to as post tubal ligation syndrome, started immediately. Months went by with the pain getting worse and my quality of life went down hill. A year after the tubal ligation, I'm working towards getting my tubal reversed so I do not have to live in agony anymore. I do not recommend filshie clips to anyone.